Event description:
A 5 mm diameter x 12 mm length racer stent delivery system was inserted into a pt for the endovascular treatment of a 90% stenosed left renal artery in 2004. The artery had a slight inferior take-off and it was severely calcified. The lesion was not pre-dilated. It was reported that the delivery system was inserted too far into the renal artery; therefore, the physician pulled it back to reposition it. The stent came off the balloon onto the guide wire. A snare was used to remove the stent from the pt. The lesion was pre-dilated and another 5 mm diameter x 12 mm length racer stent was successfully implanted at the intended location without further complications. No additional sequelae were reported and the pt is reported to be fine.